Manufacturer narrative:
(B)(4). Investigation ongoing.

Event description:
As reported by our affiliates in (B)(4), during the deployment of the 26mm sapien 3 via transfemoral (tf) approach in aortic position, the commander delivery system balloon burst. Post dilation was performed to fully expand the valve. The delivery system couldn't be removed through the sheath and was retrieved through the femoral artery without femoral injury. Patient was doing well. The annulus diameter was 50mm2, with moderate calcification. No extra volume was added to the balloon.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The delivery system was returned after being used in the procedure with a kink on the balloon shaft due to packaging. There was also a kink on the guidewire shaft due to packaging. The delivery system was returned with partial fine adjust used and was locked at the default marker. The delivery system was fully inspected. A longitudinal burst was seen on the inflation balloon. No imagery was provided by the site for review. No relevant functional testing could be performed due to the condition of the returned device (burst balloon/sheath not returned). Single wall thickness of the inflation balloon near to the observed burst was measured. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, and a thin wall could contribute to the observed burst. Measurements meet the specification for the calculated single wall specifications. Commander delivery system instructions for use (IFU), device preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. Based on the review of the ifus and training manuals, no deficiencies were identified. During the manufacturing process, the following visual inspections and tests are performed throughout the process. During balloon inspection, dimensional and visual inspection is performed. During balloon catheter laser bond prep, the balloon assembly was 100% visually inspected prior to laser bonding for any contamination. During balloon pleat, fold, and forming (draper), visual inspection is performed. Prior to the process, the balloon is 100% visually inspected under 2.85x minimum magnification for balloon size (using a go/nogo gauge) and contamination. Distal to proximal visual inspection is performed, as assembled devices underwent 100% final inspection by manufacturing and quality. 100% visually inspect the inflation and crimp balloons for distorted/pinched folds, wrinkles/waviness, and fold lines. The entire device is inspected and reject for incorrect assembly, missing components, device damage (kinks, cuts). During flex catheter and balloon catheter leak test, the commander delivery system was 100% air pressure leak tested before final quality inspection. During post leak test, the balloon covers and inflation balloon were inspected for any damage. During functional product verification testing (draper), product verification (pv) testing was performed on  lot samples. Visual inspection is performed prior to functional testing for physical defects (kinks and cracks) and loose/missing components. Inflation balloon burst pressure test and retrieval force of system through sheath test is performed. All samples passed product verification testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. The complaints for ¿balloon- burst¿ was confirmed while the complaint for ¿delivery system ¿ withdrawal difficulty through sheath¿ was unable to be confirmed. No manufacturing non-conformities were found in the returned sample. No visual abnormalities were observed on the returned sample, and dimensional measurements met specification. Additionally, a review of manufacturing mitigations further supports that the delivery system has proper inspections in place to detect issues related to reported event. A review of IFU/training materials revealed no deficiencies. Review of available information suggests that the balloon burst was likely caused by patient factors (calcification). A detailed root cause analysis for similar returned balloon burst complaints has been summarized in technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. As reported in the qms case notes and attachments, the patient had moderate calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. If the balloon bursts, the balloon¿s profile may be larger, which could create difficulty withdrawing back through the sheath, resulting in the reported withdrawal difficulty. As such, available information supports that patient factor (calcification) and procedural factor (retrieval of burst balloon) likely led to the reported events. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus and the subsequent withdrawal difficulty. The technical summary is applicable to this complaint because the cer states that the patient had moderate calcification. As such, an engineering evaluation is not required. The complaint for ¿balloon ¿ burst¿ was confirmed while the complaint for ¿delivery system ¿ withdrawal difficulty through sheath¿ was unable to be confirmed. No manufacturing non-conformances were found in the returned sample. Available information indicates that patient and procedural factors (calcification/retrieval of burst balloon) may have contributed to the reported events. Since the complaint occurrence rate did not exceed the control limit for the applicable trend category, no corrective or preventative action is required.